Manufacturer narrative:
An event of device deformity did not confirm. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported device deformity could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Per the information available abbott cannot further speculate on why the reported event occurred. Codes removed: component code: 4755 part/component/sub-assembly term not applicable. Type of investigation: 4118 type of investigation not yet determined; investigation findings: investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 a 24mm amplatzer septal occluder was selected for implant using a 10f amplatzer trevisio intravascular delivery system. During implant the occluder took on a cobra shape. The occluder was not released from the delivery cable. The occluder was removed from the patient and replaced with a new 24mm amplatzer occluder. There were no interactions with cardiac structures. There were no angulations or kinks noted on the delivery sheath. The patient remained hemodynamically stable throughout the procedure. There were no clinically significant delays in the procedure. There were no adverse effects to the patient. The patient status was stable.